Event description:
The platinum one system locked up during a patient study, after 5 images were acquired in that study. Because the camera video was still live, the study was continued, acquiring 6 more images. At the end of the study, it was necessary to use the power switch on the back of the computer tower to shut the system down and restart it. After the system restart, the first 5 images were reviewed, but the final 6 images were not shown for review. This 6 images did not exist in the thumbnail view. The system was put back in acquire mode, within the same patient study, and the final 6 images were re-acquired. Five of the final 6 images appeared to be duplicated in the thumbnail view, so the system was restarted to try to correct the duplication. After the system restart, only the one final image was available for review. The patient was moved to another room and the procedure was performed again.

Manufacturer narrative:
This was an isolated incident on a system that has performed as expected since 2005. The operating system locked up resulting in a database malfunction that caused the overwrite of the first 5 images acquired due to an unsuccessful update before the first system restart. A total of 7 image files were subsequently restored for use by the clinic. To prevent future lock-up, site personnel inspected cleaned system hardware; performed test acquisition and processing; and was advised by infimed that any repeat of the lock-up should terminate the study immediately. With no adverse system behavior noted during preventive maintenance and test operation, the room was returned to service. Software change request #10633 has been initiated against this system's software version v2004.04.05.14 to track evaluation and any resultant actions related to this event.